Manufacturer narrative:
The reported event of ¿the atrial lead connector pin cannot be inserted into pacemaker connectors¿ was not confirmed. As received, a complete lead was returned in one piece. The lead was able to be fully inserted and removed from the device with no obstruction/restriction. Dimensional analysis of the lead connector pin components were all within specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead connector pin was unable to be inserted into the pacemaker connector. The ra lead was removed and replaced. The patient had no adverse consequences.